Event description:
It was reported that a revision surgery was carried out due to adjacent intervertebral disorder after l3-l5 plif and development of hernia. During the procedure, rods and blockers were removed and screws were implanted in l1 and l2. Two pl cages were implanted in l2/3, rods were inserted from l1 to l5, and a multi axial crosslink connector was fixed to them. When the set screw of the multi axial crosslink connector was attempted to be loosened with a round-tip screwdriver to readjust the rods, the tip of the screwdriver broke inside the set screw. Since it was difficult to remove the broken tip from the set screw, the multi axial crosslink connector was removed with rods and they were replaced with new ones. The surgery was completed without any problems. There are no reports of adverse consequences to the patient.

Event description:
It was reported that a revision surgery was carried out due to adjacent intervertebral disorder after l3-l5 plif and development of hernia. During the procedure, rods and blockers were removed and screws were implanted in l1 and l2. Two pl cages were implanted in l2/3, rods were inserted from l1 to l5, and a multi axial crosslink connector was fixed to them. When the set screw of the multi axial crosslink connector was attempted to be loosened with a round-tip screwdriver to readjust the rods, the tip of the screwdriver broke inside the set screw. Since it was difficult to remove the broken tip from the set screw, the multi axial crosslink connector was removed with rods and they were replaced with new ones. The surgery was completed without any problems. There are no reports of adverse consequences to the patient.

Event description:
It was reported that a revision surgery was carried out due to adjacent intervertebral disorder after l3-l5 plif and development of hernia. During the procedure, rods and blockers were removed and screws were implanted in l1 and l2. Two pl cages were implanted in l2/3, rods were inserted from l1 to l5, and a multi axial crosslink connector was fixed to them. When the set screw of the multi axial crosslink connector was attempted to be loosened with a round-tip screwdriver to readjust the rods, the tip of the screwdriver broke inside the set screw. Since it was difficult to remove the broken tip from the set screw, the multi axial crosslink connector was removed with rods and they were replaced with new ones. The surgery was completed without any problems. There are no reports of adverse consequences to the patient.

Manufacturer narrative:
Method: visual analysis, device history review, complaint history review, risk assessment; result: the returned screwdriver was confirmed to be fractured at tip during visual inspection. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Conclusion: the most probable root cause of the reported event was determined to be normal wear due to instrument age.